Event description:
A malfunction alarm identified as malf 12 was reported by the customer, with no notable events occurring prior to the incident. The reported blood glucose level was within a safe range, not exceeding 500 mg/dl (27.7 mmol/l). The customer contacted technical support, who provided instructions on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any further malfunction occurs.